Manufacturer narrative:
Concomitant medical products: item# 17.28.06, lot# 2136518, sulox-head 28 m 12/14; item# 2252, lot# unknown, pe insert lamella 50/28. Premarket identification: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k923808. Device evaluation: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained at the time of this initial report; however, an investigation of the reported event is in progress. Once the investigation is completed, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that, approximately 16 year post implantation, the patient experienced sudden pain exacerbation with a loud cracking noise in the left hip after sitting done at home. CT examinations show a fractured ceramic head and pe abrasion. Therefore a revision took place. The fracture could be confirmed intra-operatively and the devices were removed and exchanged. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Please refer to report .

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant breakage. Event description: it was reported that the 85 years old female patient, bmi=28.6, had an implantation of a cementless hip prosthesis on (B)(6) 2002. She was symptom-free so far. On (B)(6) 2019 she suddenly had exacerbation lasting associated with a loud cracking noise in the left hip joint during sitting. The CT examination showed a broken sulox-head and pe abrasion. During the revision surgery on (B)(6) 2019 a broken sulox-head was noticed, head and insert were replaced. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no device returned. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique was not reviewed as no primary op notes or x-rays were provided to compare. Conclusion: based on the given information the complaint could not be confirmed as no product nor medical notes were provided for evidence. The quality records of the sulox head show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, DHR review of the insert cold not be done as no lot no was reported. Detailed investigation could not be done due to absence of required information. Therefore, no root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).